Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned to the manufacturer for analysis. The investigation is currently underway. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00213.

Event description:
It was reported that during advancement of the coil, the coil detached in the microcatheter. Both segments were removed in their entirety along with the microcatheter. There was no reported patient injury or intervention. The patient is reported to be good.

Manufacturer narrative:
The coil was returned with pusher for analysis. The implant was noted to be stretched on the proximal section, a few coil revolutions after the tie-knot. The middle portion of the implant had retained it secondary shape. There was no evidence of burn marks observed on the pusher heater coil section. The attachment tether monofilament appeared wavy inside the pusher body coils. The attachment tie-knot section was noted to be in conformance; however, it was dissected to expose the attachment tether tip and identify the type of detachment. Further analysis revealed that the attachment tether tip had a flat cut, and a rebound length of 0.280". Based upon the investigation findings and available information, the reported complaint can be confirmed. The root cause cannot be determined; however, the device exhibited evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.